Manufacturer narrative:
(B)(4).

Event description:
Procedure: sils cholecystectomy. According to the reporter: in the first use of the product the button was stuck and couldn't be fired. Due to this, burning and melting has occurred at the tip of the hook. There was no bleeding. There was no tissue damage. Operative time was delayed approximately 30 minutes. The procedure was continued by lap.